Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and was analyzed. No anomalies were found. The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the device was initially functioning in voo mode. However, upon interrogation in the pocket, the device was found to be in vvir mode, and was not sensing any r waves. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.